Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had requested a routine 2000-hour service for this arctic sun device with a loaner. They were cooling a patient in the device, but the flow rate was not stable. It looks like there was air in the lines and occasionally the screen displayed low air leak. Currently the flow rate was 1.7lpm, inlet pressure ip was -8.2psi, and circulation pump command cp was 91 percentage. They had already stopped therapy, emptied the pads, reconnected the pads and resumed therapy. It seemed that the left thigh pad was not connecting properly. Asked nurse to disconnect the thigh pad. Inlet pressure -7.3psi, but flow is still bouncing from 1.1 to 2.2 to 1.7lpm. The patient temperature was 36.3c. Target temperature was 36c. System hours were 8174.3. Nurse stated that they going to change the device and if the flow still fluctuates, they will replace the pads.

Event description:
It was reported that customer had requested a routine 2000-hour service for this arctic sun device with a loaner. They were cooling a patient in the device, but the flow rate was not stable. It looks like there was air in the lines and occasionally the screen displayed low air leak. Currently the flow rate was 1.7lpm, inlet pressure ip was -8.2psi, and circulation pump command cp was 91 percentage. They had already stopped therapy, emptied the pads, reconnected the pads and resumed therapy. It seemed that the left thigh pad was not connecting properly. Asked nurse to disconnect the thigh pad. Inlet pressure -7.3psi, but flow is still bouncing from 1.1 to 2.2 to 1.7l pm. The patient temperature was 36.3c. Target temperature was 36c. System hours were 8174.3. Nurse stated that they going to change the device and if the flow still fluctuates, they will replace the pads. Per sample evaluation results received via task on 14feb2025, it was reported that the arctic sun device primed to fill. Tank seals had wear and tear.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.